Event description:
This male patient with a history of angina on exertion, hypertension, hyperlipidemia, and diabetes was admitted for elective coronary intervention. The patient was currently taking aspirin and ticlid. Angiography reveled a de novo, eccentric, long (100mm), flexion, type-c lesion in the right coronary artery (rca). This lesion extended throughout the vessel, from the proximal through the distal sections. Heparin was administered via IV. Acts were not measured during the procedure. The lesion was predilated with a 3.0 x 20mm balloon inflated to 14 atms. The first cypher stent, a 3.0 x 23mm, positioned in the distal portion the lesion and was deployed to 16atm for 28seconds. A second cypher stent, a 3.0 x 23mm, was positioned proximally to and overlapping the first and was deployed to 16 atms for 20 seconds. A third cypher stent, a 3.5 x 23mm, was positioned proximally to and overlapping the second and was deployed to 14atm for 23seconds. A fourth cypher stent, a 3.5 x 23mm, was then positioned proximally to and overlapping the third and was deployed to 18atm for 30seconds. Finally, a 4.0 x 18mm multilink vision (bare metal) stent was placed int he most proximal portion of the lesion (proximal to the fourth cypher stent) adn was deployed to 16atm for 30 seconds. The stents were post-dilated with a 3.5 x 23mm balloon inflated to a maximum of 18 atms. Ivus was then conducted. The residual stenosis was reported to be 0%. With timi iii flow throughout the stented segments. Approximately two weeks later, the patient returned to the hospital for planned treatment of other lesions in the left anterior descending (lad) and circumflex artery (lcx). The patient was asymptomatic. Angiography was conducted to evaluate the status of the stents previously implanted int eh rca. Thrombus was observed in the 4th cypher implanted in the proximal rca. Thrombus was not observed in any of the other four stents. To treat the thrombus, balloon angioplasty was conducted. The patient recovered and was discharged from the hospital after four days. Approximately ten months post index procedure, the patient returned for scheduled follow up angiography. In-stent restenosis was observed in the five stents implanted in the rca. To treat the restenosis, balloon angioplasty was conducted.

Manufacturer narrative:
Physician's comment: the possible cause of the thrombotic event was due to the patient's constitution. The anti-platelet medicine might not be effective for the patient. Please note, foreign cypher is not distributed in the us; however, it is similar to the us distributed cypher product. This is one of four reports submitte for related events for the same patient. Please reference MFR report #'s: 9616099-2007-01942, 01943, -01944, and -01945. Additional information will be submitted within 30 days of receipt.